Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The glucose alarms did not sound and customer was unaware of changes in glucose levels, resulting in "hypoglycemia events and trouble to their everyday life handling diabetes". As a result, the customer got unspecified treatment from a third party. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy s10e, version 2.8.2, android os12. The glucose alarms did not sound and customer was unaware of changes in glucose levels, resulting in "hypoglycemia events and trouble to their everyday life handling diabetes". As a result, the customer got unspecified treatment from a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An alarm issue was reported with the adc device in use with samsung galaxy s10e, version 2.8.2, android os12. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Customer complaint for missing high and low glucose alarm with the freestyle librelink application. An attempt to replicate the user¿s complaint of missing high and low alarms from a android device with similar configurations was performed. The complaint was not able to be reproduced and therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.